Manufacturer narrative:
(B)(4).

Event description:
It was reported that while in use on a patient, the doctor was unable to pass and advance the catheter through the sheath after multiple attempts. As a result, the catheter was removed and a 2nd catheter was inserted at the same insertion site. No patient harm or injury. Patient status is reported as "fine".

Manufacturer narrative:
(B)(4). The reported complaint of iab catheter stuck in sheath is not able to be confirmed. The sheath in question was not returned for investigation. An iabc sample was received for the investigation with no damage or abnormalities noted. The returned intra-aortic balloon catheter (iabc) passed dimensional and functional test specifications. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported that while in use on a patient, the doctor was unable to pass and advance the catheter through the sheath after multiple attempts. As a result, the catheter was removed and a 2nd catheter was inserted at the same insertion site. No patient harm or injury. Patient status is reported as "fine".

Event description:
It was reported that while in use on a patient, the doctor was unable to pass and advance the catheter through the sheath after multiple attempts. As a result, the catheter was removed and a 2nd catheter was inserted at the same insertion site. No patient harm or injury. Patient status is reported as "fine".

Manufacturer narrative:
(B)(4). The reported complaint that the "balloon inserted the sheath very tightly" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed. Other remarks: n/a. Corrected data: n/a.